Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of back pain ("I' m still getting pain in hips and back") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and arthralgia ("I' m still getting pain in hips and back"). The patient was treated with surgery (she had hysterectomy). Essure was removed. At the time of the report, the back pain and arthralgia had not resolved. The reporter considered arthralgia and back pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: pain in hips and back. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of back pain ("I' m stil getting pain in hips and back") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and arthralgia ("I' m stil getting pain in hips and back"). The patient was treated with surgery (she had hysterectomy). Essure was removed. At the time of the report, the back pain and arthralgia had not resolved. The reporter considered arthralgia and back pain to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: pain in hips and back. Most recent follow-up information incorporated above includes: on (B)(6) 2018: this case was identified as a duplicate of (B)(4) (MFR number 2951250-2015-00702) and will be deleted from bayer database. All information was transferred to the remaining case. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.